Event description:
Hill-rom received a report from a hill-rom technician stating the head right caster brake wouldn't hold. The bed was located at a hill-rom service center not in use. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the head caster not holding most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced both head caster to resolve the issue. Based on this information, no further action is required.